Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance greater than 2000 ohms on the right ventricular (rv) channel. Arm movements and manipulation produced out of range measurements in bipolar configuration. The same movements were performed in unipolar configuration and no out of range measurements were observed. Additionally, a review of the stored data noted stored episodes of atrial tachycardia response (atr) demonstrating loss of ventricular capture. The patient did report random feelings of shortness of breath. A revision procedure was performed and the competitive rv lead was confirmed to have been fully inserted into the device header. The lead and device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The header was separated from the device and the spring contacts and housing were removed for further analysis. Testing verified an rv lead impedance measurement of 541 ohms, which indicated that the lead impedance circuitry was functioning properly. Optical microscopy revealed the presence of a clear residue on the rv spring contact. This residue was also found on the rv connector block screw. The presence of residue was confirmed on the rv spring contact as well as evidence of fretting. Engineers determined that this device passed all returned product testing. The presence of the unknown residue observed on the rv coil spring contact may have contributed to a suboptimal connection with the lead terminal pin; however, if the contact force between the spring contact and the lead was sufficient, then the presence of a film (or other material) would not be expected to impact the electrical connection. The electrical contacts within this device showed no evidence of corrosion; however, there was evidence of fretting observed. Fretting is a wear-related mechanism that increases the contact resistance of an electrical contact and is impacted by factors such as the amount and frequency of motion, contact design, surface roughness, contact force, and the materials used in the contact itself and the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.